Event description:
Per the customer medwatch: "bedside nurse was changing lines for all infusing medications (precedex, versed, and fentanyl). The pumps and lines were set up and allowed to run for 1 hour to properly mix medications before attaching to patient. After the hour had passed, the volume to be infused (vtbi) on the pumps were reading more than 1 ml off on every syringe pump. The bedside nurse stated one of the pumps was more than 2 mls "off". It was later noted by the risk manager, dorcas lewe, that the infusion was never hooked up to the patient. Their practice is to set up all of the medications and tubing and use the pump to infuse into a sterile bag, not the patient. This ensures that the medications are properly mixed and concentration is accurate before infusing into the patient. The incorrect syringe volumes were identified after this process, not while infusing on the patient. All pumps were programmed correctly.

Manufacturer narrative:
Customer medwatch report #3633050000-2021-8005 correction: e2 and g2. A review of the device history record showed the device had a manufacture date of 06/11/2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. (3) syringe concomitants. Although requested, additional patient information not provided. The device has been received and an evaluation is pending.

Event description:
Per the medwatch: "bedside nurse was changing lines for all infusing medications (precedex, versed, and fentanyl). The pumps and lines were set up and allowed to run for 1 hour to properly mix medications before attaching to patient. After the hour had passed, the volume to be infused (vtbi) on the pumps were reading more than 1 ml off on every syringe pump. The bedside nurse stated one of the pumps was more than 2 mls "off". It was later noted by the risk manager, dorcas lewe, that the infusion was never hooked up to the patient. Their practice is to set up all of the medications and tubing and use the pump to infuse into a sterile bag, not the patient. This ensures that the medications are properly mixed and concentration is accurate before infusing into the patient. The incorrect syringe volumes were identified after this process, not while infusing on the patient. All pumps were programmed correctly.